Event description:
Customer reported that the insulin pump started to require frequent battery changes. She also reported that there was condensation inside of the display screen and that the up arrow button began sticking. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.